Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient states they has had the device turned off for 2 years this month because it was not working for bowel. Patient states the therapy did not work since implant. Patient mentioned trying each program twice and having custom programs put in also . Patient mentioned meeting with manufacturer representative (rep) about 2 years ago who did one of the custom programs . Patient states needing instruction on how to do MRI mode due to needing a MRI of the hip and having hip pain. ( no allegations ins is causing the pain) it was found the communicator would not turn on. Patient states the light is orange and has been plugged in for about a half hour, it is directly into the wall and using wall plug by itself. Patient will let the communicator charge up for a couple hours and see if it will turn on . Patient will call back for MRI mode o r for communicator replacement if needed. Patient (pt) called back requesting assistance getting device placed into MRI mode. Reviewed general use of external devices. Agent walked patient through steps to activate MRI mode and pt reported getting internal device battery low message once connected with their implant. Reviewed ins longevity. Pt dismissed message and confirmed connected with their implant. Patient reported getting device not responding on the call that was resolved by repositioning communicator on patient's implant. Patient confirmed successfully activated MRI mode on the call. Patient stated they wanted to leave device in MRI mode until MRI scan on wednesday. Patient stated they are afraid since they had trouble getting to MRI screen that they will have trouble showing them when they are at their appointment on wednesday. Agent reviewed MRI mode overview. Patient may call back at time of MRI appointment for assistance getting back to MRI mode. Patient stated they are sure their implant is getting low. Patient also stated they thought their implant was turned off already and stated they have not used it in two years. Pt did not confirm status of therapy when connected with implant on the call before activating MRI mode, but stated they think it was off. Agent updated patient's last name and phone number with device registration following call with patient. The patient called back and to report that they were scheduled for an MRI today and successfully activated MRI mode, but the MRI facility refused to do the MRI because the patient got the internal device battery low message. Agent advised the patient to have the MRI facility contact technical services to get clarification on MRI guidelines. On 2026-jan-15 additional information was received from the patient. The patient reiterated information about their device never working, them turning the ins off two years ago, and none of the programs working. The patient stated that the cause was unknown, but it was determined it was not due to normal battery depletion. The patient said the device would be removed in (B)(6) 2026 and the issue was not resolved.